Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was tightly folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.